Manufacturer narrative:
On august 31, 2020, mentor became aware that field g5 for "PMA/ 510(k)" was inadvertently left blank under the previous initial submission. It has been updated on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a lamis 16ga x 15cm infiltration cannula was found to be leaking at the hub by the end user. The device was not in use at the time, and there was no reported patient involvement.

Manufacturer narrative:
On october 12, 2020, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed and no leakage was observed from the hub. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).